Event description:
It was reported that during an low anterior resection procedure, when the doctor tried to connect the anvil to the device body, the anvil came off and could not be connected. Then the new anvil was used and the operation was finished without any problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/09/2009. Info anticipated, but unavailable at this time.